Event description:
The customer reported that they had two units of plasma derived from whole blood with a redtinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: one set of a donation bag filter was received for evaluation. No plasma bag was returned. Samples were taken from the donating bag and tested for hemolysis. Hemolysis was confirmed, however the set may have been affected by uncontrolled temperatures during shipping. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records and testing and inspection records were reviewed. The lot conformed to all specifications. This lot was manufactured after the implementation of a new process control criterion concerning the lower limit of the cationization level. Hemolysis has been reported in other lots where this new criterion was effective. Root cause: a definitive root cause could not be determined. Hemolysis can be caused by the following:- characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - the presence of blood aggregation can increase the risk of filter blockage.